Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 7 fr destination device was returned for evaluation. The returned device was decontaminated per (B)(4). After decontamination, the returned device was subjected to visual analysis. No blood like substance could be seen on the returned device. There was a "u" shaped bend in both the returned dilator and sheath. There were no gross anomalies noted with the returned device. Dimensional analysis of the dilator was then taken to determine if the there was a missing portion of the tip. The length of the dilator measured 525mm, which did not meet the specifications of 528 ± 2 mm set forth on k4549 rev. 13. The discrepancy indicates that at least 1 mm of the tip had become separated. Under microscopic analysis, there was roughness present on the distal tip of the dilator. Additionally, the inner diameter of the dilator measured to be 0.041". The complaint could be confirmed for the separation of the distal tip of the dilator. The roughness on the distal tip indicates that the dilator was likely caused by tensile forces leading to the fracture of the dilator. Had the dilator tip been exposed to a sharp edge the edge would have been rather blunt. No conclusion can be drawn as to the cause of the separated dilator tip. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage. The following information was provided by the user facility: the tip of the 7fr destination broke off during interventional radiology procedure; there was no reported patient issue; the procedure outcome was successful; and wires and catheters were used with the product. Additional information was received on july 18, 2017. They opened another sheath and continued the case successfully.